Event description:
Rptr was using the bailey nurture iii double electric breast pump. Using the pump caused them to tear nipple from the areola area on both breasts. Rptr began to use the pump and developed the problem immediately. Subsided and nipples healed up. Rptr began to use the pump again because they went back to work and had to pump in order to keep up milk supply and have milk for baby. After calling the lactation consultant at hosp, rptr was advised to report this problem to the FDA. Rptr was using the pump properly. Rptr is now trying to heal from injuries much more severe than the ones initially. Rptr hopes they are able to continue to breast feed baby, the pain is very severe.